Event description:
It was reported that a patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01941. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat uterine prolapse, cystocele, rectocele, enterocele, stress urinary incontinence, fibroids, menorrhagia, cervical polyps, pain, and pelvic organ prolapse. It was reported that the patient underwent the concurrent procedures of transvaginal hysterectomy, anterior/posterior repair, culdoplasty, bilateral salpingo-oophorectomy, and urethropexy. The patient experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was reported that the patient experienced extrusion, infection, fistulae, recurrence, bleeding, dyspareunia, apareunia, urinary problems, neuromuscular problems, depression, and anxiety. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 for exposed mesh and vaginal polyp and on (B)(6) 2012 for exposed mesh. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(6). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted concurrently with transvaginal hysterectomy, anterior/posterior repair, culdoplasty, bilateral salpingo-oophorectomy, urethropexy due to uterine prolapse, cystocele, rectocele, antrocele, stress urinary incontinence , fibroids, menorrhagia, cervical polyps and pain. The patient experienced extrusion, infection, fistulae, recurrence, bleeding, dyspareunia, apareunia, urinary/neuromuscular problems and depression/anxiety. It was reported that the patient underwent mesh revision/removal on 6/21/2010 for exposed mesh and vaginal polyp and on (B)(6) 2012 for exposed mesh. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection.(B)(4).